Event description:
During a remote follow-up, episodes of functional undersensing, decreased p wave amplitude, and episodes of far-field r wave oversensing resulting in inappropriate high-voltage (hv) therapy were observed on the device. The device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.